Event description:
It was reported that (1) device was used during a sigma procedure. It was reported by the affiliate that the ax55b could be fired without showing any problems. The device did not staple. The surgeon consulted his chief in order to verify the situation. Neither inside the device or inside the pt were any staples found by both surgeons. The procedure was completed by changing to suturing technique. The procedure time was extended for two hours. There were no further complications of the pt. The surgeon has used ax55b devices for a long time and is very familiar with the product.